Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose level by delivering a correction bolus via the pump, subsequently changing the infusion set and cartridge, and resuming insulin use. Reportedly, the customer was using u-200 insulin with the pump. Tandem customer technical support informed customer that u-200 insulin is off-label per the user guide.